Manufacturer narrative:
The eval by philips medical indicates that there was no malfunction of the cool blue unit. The pt apparently suffered a "freezer burn" due to lack of anti-shivering medications when cooling was first initiated. The pt burns healed with the use of topic ointment. Csz device worked as intended; csz device did not cause or contribute to the adverse event. No further action is taken. Note: this MDR is being filed as a result of response to subsequent audit findings required in the warning letter (B)(4) 2010. Additional info from voluntary report: product available for eval: yes, innercool, catalog# na, (B)(4). The reporter does want their identity disclosed.

Event description:
Hypothermia initiated (B)(6) 2009 at 1602, following cardiac arrest and seizures. Rewarming initiated on (B)(6) 2009 at 2230. Innercool was discontinued on (B)(6) 2009 at 1845. Noted impairment to skin integrity. Size, pattern, and location were consistent with the innercool pads. Posterior thighs bilaterally pale ashen epidermis with significant blistering with some sloughing. Wounds measured 20cm x 20cm. Left thigh open area measured 7cm x 18cm. Right thigh open area measured 5cm x 8cm. Injuries appeared consistent with partial thickness thermal injury. Posterior thorax with pale epidermis and blisters similar to the pattern of the fluid channels in the innercool pads. Area measured 50cm x 35cm. (B)(4).